Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported the patient was only feeling stimulation in their legs but most of their pain was in their back and they never felt stimulation there. The problem has been occurring since their trial began and tried making adjustments but it did not work. They also noted that when they cough they feel a jolting in their legs. They would feel stimulation in their legs because they were more sensitive. No programming was performed or troubleshooting done. After two days the trial was taken out.